Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 207 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 153 mg/dl and 154 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states he has not had any recent changes in the diet, exercise or medications. Customer states the most recent a1c was 6.2 .

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 207 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 153 mg/dl and 154 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:190 mg/dl, 207 mg/dl, 163 mg/dl, 178 mg/dl, 153 mg/dl. Customer states he has not had any recent changes in the diet, exercise or medications. Customer states the most recent a1c was 6.2 .